Event description:
It was reported that the patient experienced multiple inappropriate therapies due to right ventricular (rv) lead noise. Upon pocket manipulation, the rv lead produced noise. A chest x-ray was conducted and revealed a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.